Event description:
Per independent repair center, unit is alarming or red light and shuts off. Failures include: foreign substance on sieve beds, contaminated 4-way valve, defective pilot valve, and dirty filters.